Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the approximately fifth firing, all green reloads, using peristrips staple line reinforcement, the surgeon went to fire gun and staples, attached to the peristrips, advanced like a ribbon without any tissue penetration. A new reload and gun introduced with acceptable results. There were no adverse consequences for the patient. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The following information was requested, but unavailable: did the device cut? If the device cut was the cut line complete?